Event description:
The reporter applied for a job and as part of the criteria had to take a drug test. Reporter visited a physician who shaved a portion of their leg to obtain a hair sample. The sample was sent to psychemedics for analysis. The dr's office called the complainant 4 days later to tell them that they tested positive for cocaine. Pt then went to another clinic where they removed a sample of hair from their head. This sample was sent to another lab where the panel five test was found to be negative for all substances. Reporter stated that they have never used cocaine in their life and should not have tested positive for any drug.